Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the patient output connector was broken. Analysis also found the lower case was broken and the battery contacts were contaminated.

Event description:
It was reported the plugs were broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.